Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported tipping and intrusion. Byte clnical support team confirmed intrusion of tooth #7 and tipping of tooth #8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.